Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-jul-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 2500mcg/ml at 326mcg/day. It was reported that the provider attempted to aspirate the catheter and then dissected until the fully exposed and was still unable to aspirate. The catheter was revised. The pump segment of the catheter was removed and replaced. The pump was also replaced for elective replacement indicator (eri)/end of service (eos). There were no environmental, external, or patient factors that may have led or contributed to the issue. The reason for the unsuccessful aspiration was not determined. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was asked but would not be made available. The patient's medical history was asked but was unknown. The event occurred during a procedure. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2024-08-06 and it was reported that this was a routine pump replacement, but upon replacement the catheter would not aspirate.

Manufacturer narrative:
H3: 8780 catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.